Manufacturer narrative:
Device history record was reviewed and no anomalies that could be associated with the complaint were observed. The hook cev2295a was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The coating is damaged near the hook. It seems to be melted. The metal part became black. No event has been registered concerning coating process during the manufacturing of the hook. Root cause: this reported event is probably due to the use of a too important voltage or a prolonged activation of the device.

Event description:
This report is 1 of 3 linked to mfg report numbers: 2523190-2021-00031, 2523190-2021-00032. A facility reported that during colpectomy procedure with erbe generator power 80s/yellow and 60 on blue, the hook cev2295a melted while in continuous use mode. The blue plastic parts fell in the patient's abdomen. It is unknown if there was surgical delay; however, no patient injury was reported. It was reported that this occurred on 3 occasions, but the date of event(s) are unknown.